Event description:
It was reported that the patients implantable pulse generator (ipg) system was explanted due to a pocket infection with fungemia. No further patient complications have been reported as a result of this event.